Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional info was requested. (B)(4).

Event description:
A surgeon reported that, during intraocular lens (iol) implant surgery, it was observed that the lens haptic was crushed. The lens was not implanted and the pt was left aphakic. At a later date, the surgeon implanted another lens of the same model/diopter and the results are "perfect". The surgeon and the pt have no complaints. Additional info was requested.